Event description:
It was reported that the ilet generated alerts 57, 59, and 69 indicating software runtime error, algorithm state memory corruption, and algorithm data parity check, with the device failing to back up and the blood glucose reading at 300; the user restarted the ilet via the app without resolution and transitioned to subcutaneous insulin pens, and the affected component was identified as the circuit board. Symptoms included hyperglycemia, although the user reported no subjective symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem consistent with a failure traced to a device component, specifically the circuit board, aligning with the reported backup failure and persistent alerts. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.